Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states 1.5 cm above the exit site, leakage/bleeding occured during dialysis treatment, which disappeared on lower pump rpm and in the third quarter hour of the treatment the bleeding started again. The catheter was removed.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample received consisted of one 14.5 fr tal palindrome with slots catheter kit, 23 cm implant length, 40 cm overall length opened. A visual inspection was performed and the catheter did not present signs of use. Functional testing (underwater pressure test) was performed and there were no bubbles detected. There were no issues found on the catheter. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if it appears damaged or defective. The catheter tubing can tear when subjected to nicks, excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The reported issue could not be confirmed. The most probable root cause could be due to improper use of cleaning agents or due to excessive force. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date 12/23/2015. A second sample was received on (B)(6) 2015 therefore the plant completed a second sample analysis on (B)(6) 2015.